Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher three times. The last repair was april 15, 2014 where it was reported that the device was sent in for preventative maintenance (pm) and the roller and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on november 10, 1995, and is over 20 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor nicks and scratches to the ratchet handle and head. The set screw on the ratchet head was screwed in too far, which would not allow the ratchet to seat fully with the roller extension. Nicks were noted to the mesher handle and the latching pins engaged as intended. The far right prong of the comb was bent and there was minor wear to the roller gear. There was galling noted to the roller extension and the test mesh was not performed due to the condition of the ratchet and the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical. The repair technician replaced the damaged comb, roller, ratchet gear, pin and spring. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the set screw on the ratchet head was screwed in too far and would not allow the ratchet to seat fully with the roller extension. The root cause of the reported event could be specifically determined, and was related to an issue with the user tightening the set screw on the ratchet head too tight which would not allow the ratchet to fully seat with the roller extension. During the initial inspection it was noted that the set screw on the ratchet head was screwed in too far and would not allow the ratchet to seat fully with the roller extension, the far right prong of the comb was bent and there was galling noted to the roller extension. The IFU has detailed instructions on how to disassemble and reassemble the ratchet handle for flash sterilization. And ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ and ¿if damage or wear is noted that may compromise the function of the instrument, do not use.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet handle would not seat prior to surgery. An alternate product was used. Initial inspection of the returned mesher revealed the far right prong of the comb was bent. No patient involvement. No adverse events have been reported as a result of the malfunction.